Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available.

Event description:
Tip of cam shaft has snapped off. Did not occur in the patient, noticed during case setup. Damaged instrument was put aside, not used. Another cam shaft on the set was used. No delay to procedure.